Event description:
Caller reported a malfunction on the pump, identified by malfunction code 12, which occurred multiple times but had not caused any notable events prior. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided complete pump reset information to ensure insulin delivery continued and confirmed shipment of a replacement pump.